Event description:
It was reported that during a routine follow up, the lead was no longer capturing. Physician decide to surgically abandoned this lead. A successful replacement was done. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filled to correct the description of the event and issues reported about other lead and not of the device involved in this report. Information of the sales representative indicates that this device was explanted due to patient's condition.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that during a routine follow up, the lead was no longer capturing. Physician decide to surgically abandoned this lead. A successful replacement was done. No additional adverse patient effects were reported.